Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that during pd treatment there was a fluid leak encountered. There was draining slowly warnings during drain 2 and 4. The patient contact said the warning was given 23 times, but the caregiver didn¿t call in until later that day in the afternoon. At treatment complete when the cassette was removed there was fluid discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from inside the pump door from both pumps. Patient also indicated that the door was not closed completely. In a follow up the caregiver said they let the cycler air dry and use again the following day. There was no harm, intervention or adverse event due to event. The cycler is still being used by the patient with no further issues encountered.

Manufacturer narrative:
Correction: h.6. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that during pd treatment there was a fluid leak encountered. There was draining slowly warnings during drain 2 and 4. The patient contact said the warning was given 23 times, but the caregiver didn¿t call in until later that day in the afternoon. At treatment complete when the cassette was removed there was fluid discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from inside the pump door from both pumps. Patient also indicated that the door was not closed completely. In a follow up the caregiver said they let the cycler air dry and use again the following day. There was no harm, intervention or adverse event due to event. The cycler is still being used by the patient with no further issues encountered.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that during pd treatment there was a fluid leak encountered. There was draining slowly warnings during drain 2 and 4. The patient contact said the warning was given 23 times, but the caregiver didn¿t call in until later that day in the afternoon. At treatment complete when the cassette was removed there was fluid discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from inside the pump door from both pumps. Patient also indicated that the door was not closed completely. In a follow up the caregiver said they let the cycler air dry and use again the following day. There was no harm, intervention or adverse event due to event. The cycler is still being used by the patient with no further issues encountered.

Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient's contact reported that during pd treatment there was a fluid leak encountered. There was draining slowly warnings during drain 2 and 4. The patient contact said the warning was given 23 times, but the caregiver didn't call in until later that day in the afternoon. At treatment complete when the cassette was removed there was fluid discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from inside the pump door from both pumps. Patient also indicated that the door was not closed completely. In a follow up the caregiver said they let the cycler air dry and use again the following day. There was no harm, intervention or adverse event due to event. The cycler is still being used by the patient with no further issues encountered.